Manufacturer narrative:
The device was not returned to olympus for inspection, the reported failure was confirmed by a third party repair center. In addition, the following reportable malfunction was identified during the device evaluation: error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: non image display due to error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image display. The issue was found during inspection for use. There were no reports of patient harm.